Event description:
The report stated that during preparation for a radio frequency ablation procedure, the needle electrode was connected and chilled water was circulated. Water then leaked from the connection between the needle electrode grip and the tube. Another needle electrode was opened and used. There was no pt injury.

Manufacturer narrative:
The incident sample was not returned for eval; therefore, an eval could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.